Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/23/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2014 with the following findings:during testing, the pump powered on but the display was blank. The pump¿s audio tones and vibrations were functional. The pump case was removed and the display screen was found to be cracked. A test display was inserted and found to function properly. The complaint of dim/fading/discolored display was not able to be investigated due to the blank display issue.